Manufacturer narrative:
Taper ii, medwatch sent to the FDA on 01/11/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event of leaks as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. The patient's lap-band system was explanted.

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the device, and confirmed the connector type as a taper ii. Brown particles were observed in the port holes. Scratches were observed on the septum and the port. Brown discoloration was observed on the ends of the ring near the belt and buckle. A port leak test was performed and no leakage was observed. An air leak test was performed and leakage was observed from the end plug. A fill inspection test was performed and no blockage was noted. Under microscopic analysis the end plug junction was noted to have a smooth opening, and there appeared to be adhesive residue, consistent with a workmanship issue. A device history record (DHR) review is required for this complaint, and found the subject product met all specifications and requirements in effect at the time of manufacture.